Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.14 ng/ml on a pt in the ER. The customer used two different lots in the ER and lab. See scanned table. Lot# t11160, exp date: (B)(6) 2011, manufacture date: (B)(6) 2011. The suspected discrepant results were released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.